Event description:
It was reported by a patient that her gall bladder was removed in 1999. Since april of 2006, she has been experiencing hives, rash, itching periodically requiring multiple medications to stop the reaction. Patient is allergic to nickel and feels she may be allergic to the clip that was placed during gallbladder procedure.

Manufacturer narrative:
Information not available, device not returned for analysis.